Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample and considered discordant compared to alternate (B)(6) test methods and western blot results as well as historical information on the patient. There is no known report of patient treatment being altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) assay result.

Manufacturer narrative:
1219913-2014-00186 was filed on (B)(6) 2014 for a false negative advia centaur xp hcv and was considered discordant to an alternate method, western blot and historical clinical information. (B)(6) 2014 a multi advia centaur xp hcv reagent lot study was performed. The sample was a negative with lot 062245 (0.68 index), a high negative with lot 062248 (0.71 index] and a low equivocal with lot 062249[0.81]. The inno lia was a +/- for the core antigens and a +/- for the ns3. This is consistent with the customer responses. This is not a site issue, this is not a lot issue. The IFU claim for sensitivity for the advia centaur hcv assay can be found in the instructions for use. The clinical sensitivity is 449/449 (100%) with a 95% confidence interval of 99.18% to 100%. This rare discordant negative response falls within the performance claims for the assay.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The issue appears to be patient specific since the sample was (B)(6) on two advia centaur xp systems as well as on an earlier sample from 2012 from the same patient. A siemens field application specialist (fas) went on site and reviewed the quality control results and the calibration of the assay and found them to be acceptable. The limitations section of the instructions for use (IFU) states the following: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."